Event description:
Additional information reported that the patient never had therapeutic effect. It was reported that the patient had seen their physician today and further stimulation adjustment was recommended. If additional information is received, a follow up report will be sent.

Event description:
It was reported that when the patient turned stimulation back on from previously being off, she experienced a shocking sensation. Stimulation was adjusted down from 0.95v to 0.9v and the shocking stopped. The patient's stimulation was switched to program 3 at 0.6v where the patient reported feeling comfortable stimulation in the bicycle seat area. Four days later, it was further reported that the patient had a lot of bowel movements, one every 10-15 minutes, when she stood up or was stooping. It was however fine when she lay down. Stimulation was switched from program 3 to 4 at 1.15v and the patient could feel stimulation. It was noted that program 1 had given the patient relief until 2 months prior to the report. Three days after the last report, it was further reported that the patient had been having frequent bowel movements even though stimulation was turned down to 1.5v on program 4. The reporter stated that it didn't seem like a full bowel movement, it was "just a little bit coming out on its own." Approximately a week after the last report, it was further reported that the patient never had therapeutic effect and there hadn't been any changes in the patient's symptoms since she was implanted. The reporter indicated that the patient's "bowels weren't moving, they were just spotting, just log and skinny" which the patient noticed about 3 weeks prior to the report. The patient also had problems with her bladder and was waking up wet. It was initially "on and off" but at the time of the report, it was "all the time." The reporter indicated seeing a "lightning bolt" on the patient programmer and stimulation was on program 1 at 1.1v. Stimulation was increased to 1.4v and the patient could feel stimulation more. Five days later, it was further reported that the patient experienced a loss of therapeutic effect. For the first month the patient was implanted, her symptoms were better. However, the patient had a return of symptoms the end of (B)(6) 2012. The reporter stated that the patient had never had a "normal" bowel movement, she was almost "constantly leaking." If the patient coughed or leaned forward, she leaked. At night, the patient got good bowel control but did not have urinary control. The patient saw a therapist who said the patient's bladder was "coming out" which was possibly stopping her bowel movement. It was noted that the patient was scheduled for an appointment with her hcp the following day.

Manufacturer narrative:
Product ID 3889-28, lot # va01ha3, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).